Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi twin passive floor lift and passive loop sling. It was stated that during resident's transfer from bed to wheelchair, just in the middle of the lifting process, the right support buttonhole of shoulder loop strap detached from the lift spreader bar causing patient to slide down and fall. As the consequence of the event, the resident sustained laceration and head trauma. The patient visited the emergency room, no serious injury occurred.

Manufacturer narrative:
This is a follow-up report of the inital report sent on 2019-aug-02. Please note that section h10 has been updated and proper exemption statement for legacy products has been added: please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(6) hospital equipment ab (under registration #9611530). As of 2014 that numer was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are not to be handled by arjohuntleigh ab's cmplaint hndling establishment and any medwatch reports will be submitted under registration #3007420694.

Manufacturer narrative:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi twin passive floor lift and passive loop sling. It was stated that during resident's transfer (female, (B)(6) years old, (B)(6) kg) from bed to wheelchair, just in the middle of the lifting process, the right support buttonhole of shoulder loop strap detached from the lift spreader bar causing patient to slide down and fall. As the consequence of the event, the resident sustained laceration and head trauma. The patient visited the emergency room, no serious injury occurred. After the event arjo technician conducted evaluation of the arjo system: lift and sling. Visual condition of lift showed that it was in overall good condition with signs of normal wear. Functional check revealed that the device was working properly. The sling in question was also in good condition, no material breakage or any other deviation was found. The sling label was only found to be unreadable. Based on our product knowledge, as long as the product is used as intended and following instruction for use (IFU) the sling's loop detachment is highly unlikely. The only possible reason of the reported detachment was found to be related with an incorrect sling installation (e.g. Strap around the safety latch, strap on the top of the hook, strap on the top of the hook, inside hook) and/or manipulation of the lift. The straps are prompt to detach during the early lifting of the patient and detach as soon as the tension is not applied to the straps or during the manipulations prior the lifting. The only circumstances which arjo was able to obtain upon visit at the customer facility were as following "as per the info coming from our colleagues, the caregivers didn't follow the standard procedure to prepare properly the patient before lifting her up." The maxi twin and sling instruction for use (IFU) informs users about the need to ensure that the sling attachments are securely attached before and during the lifting process. The instructions for use (04.sl.00_int1_7) for passive loop slings states: "the right type and size of slings should be used after proper assessment of each patient/resident's size, condition and type of lifting situation." "Check all parts of the sling. If any part is missing or damaged, do not use the sling. Check for: frying, loose stitching, tears, fabric holes, soiled fabric, damaged loops, unreadable or damaged label." "To avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Make sure straps are not caught by wheelchair or lift castors." There are also instructions and pictures how to proceed during lifting process: "attach the loops (5 steps): place the loop over the spring loaded latch. Pull the loop down to force the latch open. Make sure that the spring loaded latch closes completely with the loop inside. Make sure that the latch is moving freely. Make sure loops and straps are not twisted." Based on the information gathered and on our product knowledge we can conclude that the most possible reason of the failure which occurred (loop detachment during transfer) was an incorrect loop attachment to the device spreader bar when lifting. It comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely that an adverse event will occur. According to provided pictures of the sling we can also state that size l (70-120 kg) instead of s (35-60 kg) was used. Patient weight was only (B)(6) kg so incorrect size of sling can be considered as additional factor contributing to the event. What is more, sling with unreadable label was used for a patient transfer even though the instruction for use (provided with every arjo sling) contains crucial information that in case of unreadable or damaged label sling should be withdrawn from use and replaced with new one. Please note that this is a second identical incident reported within two months by the same customer facility ((B)(6)) of a loop detachment during transfer where inadequate sling loop attachment was found as primary cause of these unfortunate incidents. Arjo, therefore, would offer a training which main goal will be to remind the need of proper size selection and compliance with principles provided in the instruction for use. In summary, arjo system was used for resident transfer when the event took place and therefore played role in the incident; however, no technical deficiency was found neither with the lift nor sling. Since falling through sling was indicated, it can be stated that the system did not meet its performance specification. We report this event to competent authorities due to the fact that during transfer, the patient fell and sustained non serious injury.